Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of bacterial peritonitis with constipation and culture positive for (B)(6) in a patient coincident with dianeal therapy for automated peritoneal dialysis (apd) for end stage renal disease (esrd). The nurse reported that while her normal and current regime consisted of 15l dianeal 1.36%, occasionally 5 of the 15l was replaced with dianeal 2.27%. On (B)(6) 2011, the patient experienced constipation. On (B)(6) 2011, the patient experienced bacterial peritonitis and was hospitalized. On (B)(6) 2011, she commenced treatment with a weekly dose of 2g vancomycin and 1g stat of ciprofloxacin. On (B)(6) 2011, she commenced 5000 mg twice daily ciprofloxacin for two days and IV gentamycin. On (B)(6) 2011, IV tazocin was commenced due to (B)(6). On an unreported date in (B)(6) 2011, the patient's catheter was surgically removed and she was transferred to hemodialysis. Event outcome was not reported. The reporting nurse did not provide an opinion of causality to the events of bacterial peritonitis or constipation.